Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 blue leaked. The patient came to the clinic with a sudden headache accompanied by nausea and vomiting for 1 hour, and was admitted as an outpatient with a spontaneous subarachnoid hemorrhage, ruptured aneurysm, stress ulcer, and aspiration pneumonia on (B)(6) 2024 at 4:00 p.m. The patient was admitted to the hospital at 8:42 p.m. On (B)(6). After admission to the hospital, the patient was given infusion therapy as prescribed by the doctor, and the micropump was used to pump in vasospasm prevention and antihypertensive drugs, and an infusion tee was used to connect the infusion tubes. At 8:42 on (B)(6), the duty nurse, found that the patient's infusion tee was leaking when she was on ward rounds, and she immediately replaced it and explained it to the patient.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 394602 and lot number 3157269. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.it is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during product application and do not over tighten connections,check connections regularly,change stopcocks every 72 hours,when lubricious or fat infusates are used change stopcock every 24 hours. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.